Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), enlarged atrium, tethered and restricted leaflets for the mitraclip procedure. During the procedure, one mitraclip was implanted successfully. Second mitraclip was interacted with the first mitraclip after crossing the mitral valve and caused single leaflet device attachment (slda) to the first mitraclip and the clip was no longer attached to the anterior leaflet. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. Third clip was implanted successfully during the procedure to stabilize the slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (dislodged) or incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device causing damage appears to be related to a combination of challenging patient anatomy (tethered leaflets, enlarged atrium) and procedural conditions (fluoro not used when positioning clip). The reported unexpected medical intervention was a result of case-specific circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), enlarged atrium, tethered and restricted leaflets for the mitraclip procedure. During the procedure, one mitraclip was implanted successfully. Second mitraclip was interacted with the first mitraclip after crossing the mitral valve and caused single leaflet device attachment (slda) to the first mitraclip and the clip was no longer attached to the anterior leaflet. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. Third clip was implanted successfully during the procedure to stabilize the slda.